Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia when using meal announcements, noting that even selecting a smaller meal option led to larger insulin dosing and subsequent low glucose, which at times prompted the user to skip meal announcements; nighttime lows were reported, and the user¿s cgm was identified as dexcom g7 with a provided sensor code. Symptoms included hypoglycemia with blood glucose below 70 mg/dl and approximately two hours spent below range, without loss of consciousness or other acute effects. Outcomes included self-management without backup therapy, medical intervention, or hospitalization. Investigation included agent-guided troubleshooting and education, review of the provided report, and a factory reset of the ilet system, with guidance to resume normal meals spaced every four hours to allow algorithm relearning. Investigation of this case revealed that device performance was restored to default settings to address possible maladaptive learning and to optimize insulin delivery behavior with renewed user inputs, and no device alarms or external interventions were reported. It was concluded, based on previously established findings for similar reports, that the cause was likely algorithm learning affected by prior meal announcement patterns, addressed through factory reset and structured meal spacing.